Manufacturer narrative:
Name- medtronic minimed street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Zip four: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The patient reported I port leaks at the top of the septum and symptoms headache nausea and manual injection is used for treatment of high blood glucose.